Manufacturer narrative:
Based on the medical records provided, it is unk whether the device may have caused or contributed to the reported event. The pt, who has co-morbidities of htn, gerd and splenectomy surgery due to abdominal trauma, underwent repair of a ventral incisional hernia in (B)(6) 2002. Ten years later, the pt developed abdominal pain, and following treatment with antibiotics, was noted to have an abscess above the composix kugel patch. The pt underwent an exploratory laparotomy where adhesions were lysed and the patch was explanted in its entirely. The info provided indicates that the pt was treated for adhesions and a fistula, both of which are known possible adverse reactions listed in the IFU. Additionally, no sample was returned for eval. With the currently available info, no conclusion can be drawn.

Event description:
The following is based on medical records provided by the pt's attorney: (B)(6) 2002: repair of a very large incisional ventral hernia with lysis of adhesions and placement of a composix kugel patch. On (B)(6) 2011: hospitalized for acute abdominal pain/fever, treated with antibiotics. Upon follow up with md, admitted to hospital for abdominal pain and abscess. On (B)(6) 2011: underwent exploratory laparotomy, infected mesh resection, small bowel resection, component separation, adhesiolysis, and mesh underlay closure. Mesh was found with two small holes at the base, likely through which the fistula was communicating.